Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to onset. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) incorrectly discriminated sinus rhythm with progress ive acceleration as ventricular tachycardia (vt). The ICD was reprogrammed with new wavelet templates and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.